Event description:
On 10/25/96 the pt was found unconscious at home. No CPR was given for twenty minutes until the paramedics arrived and found the pt asystolic. The pt was intubated, CPR was begun, and the pt was transported to an emergency room. No defibrillation was attempted in the field. In the emergency room, only artifactual ECG tracings could be obtained and resusitation efforts including external defibrillation were unsuccesful. The pt was pronounced dead at approx 7: am. Interrogation of the device showed that a "device parameter error" had been detected and that all systems were off.

Manufacturer narrative:
H3. Evaluation summary: the crystal ascillator of this device had failed resulting in low crystal voltage amplitude. Co has observed through tests that slowly decreasing crystal oscillator signal amplitude can after the microprocessor clock signal causing a device parameter error. H.7. Reference recall no. Z-232-7